Event description:
It was reported that a g2 filter was implanted 1 week ago. The pt returned for follow up and it was determined that one leg of the filter had perforated the cava wall and the pt had a peritoneal hematoma. There was no extravasation seen. It is unk if the filter caused or contributed to the hematoma. The filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for evaluation, as it remains implanted. The dr. Reported that there was no evidence that the filter caused the hematoma. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The info for use for this device states: complications may occur at any time duirng or after the procedure. Possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.